Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the implantable pulse generator (ipg) was pacing below the set pacing rate and they felt dizzy. The ipg remains in use. No patient complications have been reported as a result of this event.